Event description:
It was reported that the device's downstream occlusion (dso) seal was degraded. There was unknown patient involvement and unknown patient harm/adverse event.

Manufacturer narrative:
H3, h6: one device was received for evaluation in used condition. Visual inspection found and verified the reported degraded downstream occlusion (dso) seal. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.